Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was replaced after 46 months of implant time due to battery depletion. Dissatisfaction with regard to device longevity was expressed.